Event description:
It was reported that the patient contacted support while performing a supply change and experienced difficulty locking the connector into place. The patient was instructed to try a different connector, and the replacement connector locked into place without issue. The patient did not report any additional questions or concerns and stated they would call back if needed. The blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.